Manufacturer narrative:
(B)(4)

Manufacturer narrative:
Return requested for camera. No parts have been received by manufacturer for analysis. On 01/12/2016 a medtronic representative performed a navigation system check-out, all areas passed. System performed as intended. On 01/14/2016 software analysis was unable to determine probable cause with the information provided. Reported issue could not be replicated.

Event description:
A medtronic representative reported that, while in a cranial procedure, the localizer not connected message appeared and the stealth air frame became disconnected. The passive planar probe did not say disconnected. In trouble-shooting, the navigation system was re-booted and normal function was restored. The surgeon completed the procedure with the use of the navigation system. Delay in therapy was less than one hour. There was no impact on patient outcome.